Event description:
It was reported that the asymptomatic patient presented in-clinic after remote transmission showed non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Programming changes were made and no further issues have been observed. Device remains implanted. Patient condition was fine.